Event description:
Customer originally called in to report excessive no delivery alarms. During troubleshooting, the customer mentioned that earlier, while performing the manual prime, customer was still connected and injected 176 units into customer's body. Their bgs rapidly decreased and customer was treated by the paramedics. Customer was advised by nurse to stay disconnected until 10:30. The technician assisted customer with priming a new infusion set.